Event description:
Customer called stating that meter was giving erratic results. Paramedics were called after they fainted, fell, and became unconscious. After the hosp they administered an IV, and gave pt a tube of a sugar like substance. Evaluation of meter over the phone indicated the meter was reporting results out of range. Customer asked to return meter for further evaluation, and a replacement was provided.